Event description:
It was reported that the patient was unable to set the system into MRI mode. Diagnostics revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue.